Manufacturer narrative:
Evaluation results: (root cause could not be identified); no results available since no evaluation was performed (device or procedural images were not returned for review). Inherent risk of procedure: stent deformation. Evaluation conclusions: unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified). Inherent risk of procedure: stent deformation. (B)(4).

Event description:
The physician intended to deploy a resolute integrity 3.5x 38mm drug eluting stent. It was reported that the stent was damaged proximally upon insertion. The procedure was completed with another resolute stent size 3.5 x 26 mm. No patient complications reported.